Event description:
Reporter states that he has been having headaches, fatigue, coughing, pain, pain in legs, and nausea. The first dreamstation broke and he got a new one to replace it. Now, it's been recalled. Reporter states that he had been feeling tired for some time and that the headaches started two weeks ago.